Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: all loss of primes recorded in the black box are recorded after occlusion alarms, no valid loss of prime events were observed. An ezprime and 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. Pump was detecting the correct force. Battery compartment is cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).